Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was not present and no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a colostomy reversal procedure after the 1st firing of the device the anterior portion of the staple lines were not present and the anvil could be seen. Through the bowel. The procedure was completed using a like device of the same product code. No additional information is available. There were no patient consequences were reported.